Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment. The battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to a leak in the battery compartment crack. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump battery compartment was cracked, and evidence of moisture was inside the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.